Event description:
I use the dexcom g6 glucose monitor, I have continually had bad sensors, that. Fall after 7-8 days, now dexcom is refusing to honor their warranty, the sensor is supposed to last for 10 days, they are falling after 7-8 days. I have called and tried to get replacement only to be told it is not their problem. FDA safety report ID# (B)(4).